Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were both intact. The investigation found the device is in good condition with no appearance of any physical damaged. The pump event history showed an invalid syringe size error in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, unable to duplicate invalid syringe size during syringe delivery test, also failed the size verification on both qc slugs on the lower end. The size verification was slightly out of reading which is causing the invalid syringe size intermittently. This issue was caused by normal wear of the size pot. The pump is over 13 years old. The root cause of the reported issue was normal wear. The technician replaced size pot and barrel clamp head for preventive measure. Performed maintenance (pm) and all functional testing which passed.

Event description:
It was reported that the device sometimes won't recognize 20cc and 5cc syringes. No patient injury was reported.